Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the enfit luer lock end fell out. Presently held with luer lock from baxter IV tubing. Feeding tube will be changed out.

Manufacturer narrative:
One photo was provided for evaluation. Through the photo the disassembly of the enfit body connector from the y port body was visible. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A gemba walk was carried out in the manufacturing area with the multifunctional team however based on the available information and without a physical sample to visually and functionally examine, an exact root cause was unable to be determined. No actions are required at this time. If the physical sample is returned at a later date, the investigation will be reopened and updated accordingly. This complaint will be used for tracking and trending purposes.